Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. Hardware low level failure alarm was confirmed in the pump history due to cold solder joint on u1 keypad assembly. All buttons functioning properly no damage on the keypad assembly and the j1 connector on the printed circuit board assembly was not unlocked during our visual inspection. The insulin pump failed leak test. The insulin pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay and cracked belt clip rails.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via email indicating that they had experienced a pump error on their insulin pump. The buttons were not responding. The customer's blood glucose level was unknown at the time of the incident. The customer sent the product back for analysis.